Event description:
The implant function is intermittent. Reportedly, the issue started one year after implantation (2015). When not working, the user must press on the coil to get it to work.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned for (B)(6) 2023.

Event description:
The implant function is intermittent. The recipient has apparently had some intermittency issue since the first year after implantation (2015); however, he did not remember exactly when it started. When the devices is not working, the recipient must press on the coil to get the device to work. The clinic always tried troubleshooting externals and it seemed to be possibly better for some period. The hearing performance with the device seems to have been consistent. It has been decided to proceed with surgery in (B)(6) 2023.

Event description:
The implant function was intermittent. When the device is not working, the recipient had to press on the coil to get the device to work. The user was re-implanted.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient experienced intermittent function with the device, which was likely related to an air bubble above the reference electrode causing impedance fluctuations. Further the also the reported tissue inflammation might have contributed to the reported intermittency. This is a final report.